Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial lead undersensing was detected and that the right atrial (ra) lead dislodged, which was confirmed on a chest x-ray. Threshold testing was not performed as the patient was in atrial fibrillation (af). Lead revision was performed, and the lead was explanted and replaced. Patient experienced symptoms of nerve stimulation. No further patient complications were reported for this event.